Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose was 6.9 mmol/l. The customer stated that he cleaned the battery compartment of the insulin pump and that the insulin pump was now working fine. Advised customer of the cause of the blank display and that a battery cap should be sent. However, the customer disconnected the call due to a bad connection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.